Event description:
The customer received questionable human chorionic gonadotropin, stat (hcg) and thyrotropin (tsh) results ongoing over the last two to three days on their e411 analyzer. The customer had been receiving premature liquid level detection (lld) signals and noticed the shield was off center a bit causing the sipper/reagent probe to barely hit it. The customer provided data for four patients, of which two had discrepant results reported outside the laboratory. Repeat testing was performed on the initial e411 analyzer. The first patient had an initial hcg result of <5 miu/ml which was reported outside the laboratory. The repeat result was 49685 miu/ml and it was issued as a corrected report. The second patient, a male born on (B)(6), had an initial tsh result of 0.03 uiu/ml accompanied by a data flag that was reported outside the laboratory. On (B)(6) 2011, the repeat result was 1.66 uiu/ml and it was issued as a corrected report. There were no adverse events. The hcg reagent lot number was 16354901 and the expiration date was 06/30/2012. The tsh reagent lot number was 16473004 and the expiration date was 04/30/2012. The field service representative found broken sample shield hinges. He replaced the sample shield and panel assembly. In accordance with service documentation, all results met specifications. The operator performed multiple sample runs with no errors noted.